Event description:
Pt had essure system implanted in (B)(6) 2011. One year later she developed pain on her left side. An ultrasound indicated that she had a cyst on her left ovary. During the surgery to remove the cyst, she alleged that the coil on the left side had fragmented and her physician decided to remove her left fallopian tube. She stated that shortly after the surgery she developed the following symptoms: migraine headaches, back and leg pain, cramping, severe dizziness (vertigo) and insomnia. On (B)(6) 2013, she returned to surgery to have a hysterectomy. At this time she stated that her surgeon discovered that the right coil had migrated and embedded in her uterus. She said that since the hysterectomy her symptoms have subsided.